Manufacturer narrative:
Results of investigation: the gas delivery engine (gde) was returned to carefusion¿s failure analysis laboratory. An investigation was performed and the reported issue could not be duplicated. No root cause can be identified.

Manufacturer narrative:
(B)(4). In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. (B)(4). The suspect component has been received and is pending evaluation. Once the evaluation has been completed then a supplemental report will be submitted.

Event description:
The customer reported that the volume was set for 20 milliliters and the ventilator was delivering 50 milliliters and reading 47 milliliters. There was no patient involvement.